Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 198 mg/dl. No additional information provided.